Manufacturer narrative:
This adverse event was due to operator error. An oxygen flowmeter should only be connected to oxygen delivery equipment such as oxygen mask, oxygen cannula, etc. Our instructions state: "the flowmeter can be used with humidifiers, nebulizers, mask, tents, catheters, cannulas and incubators. Operation set-up instructions note: the adjusting knob should be turned to the off position before attaching flowmeter to an outlet station and before connecting appropriate secondary equipment."

Event description:
Event desc: the pt (who was on a ventilator), and had a nasogastric tube, went to cvir (cardiovascular and interventional radiology) for an ivc filter placement. When pt was transferred to the cvir table by transport and cvir, high flow oxygen (fifteen liters) was accidentally connected to the nasogastric tube. The pt's ivc filter placement procedure was cancelled. Ent and surgical physicians evaluated the pt. A CT scan revealed intraperitoneal free air. The pt required emergent surgery - partial gastric resection and repair of colonic injury were performed since there was a stomach perforation and colonic serosal tear. The listed 4 devices were not thought to have malfunctioned. The oxygen flowmeter was connected to the bubble tubing with the 5 in 1 connector to the nasogastric tube.